Manufacturer narrative:
(B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that at startup the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) findings faulty contact between the data acquisition board and the motor controller board. Lubricated the o-rings between the data acquisition board and the manifold. The fse has executed all the test and the unit passed.